Event description:
The pt was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The pt experienced elevated blood glucose levels for two days prior to being hospitalized but did not change the infusion site and set. The pump user guide instructs that when blood glucose elevations are experienced the infusion set should be changed as a corrective measure. The pt has continued to use the pump with no reported subsequent events.